Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown; requested but not provided. Date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date. If implanted, give date: unknown, information not provided. Explant date. If explanted, give date: unknown, information not provided. Device evaluated by MFR: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that the haptic (she thought it was the trailing haptic) of a fully inserted intraocular lens (iol) was completely severed from the optic and an explant was required. The patient's outcome is unknown and it is unknown if there were other interventions. No further information was provided.